Event description:
It was reported that a patient underwent a patient underwent an open repair of a primary incisional/ ventral hernia under general anesthesia on (B)(6) 2010 and mesh was used. On (B)(6) 2010, the patient developed a subcutaneous hematoma. The patient underwent drain placement on (B)(6) 2010. The event was listed as resolved on (B)(6) 2010.

Manufacturer narrative:
(B)(4) - hematoma. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.